Event description:
When attempting to load a davinci xi med-lg clip applier, the st was unable to get the green hemolok clips to load. A second sterile clip applier of the same type was opened and used to complete the case robotically. This applier was not introduced into the patient, it only made it to the sterile field.